Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("pain"), genital haemorrhage ("bleeding"), urinary incontinence ("no control over my bladder"), flatulence ("belch and gassy") and alopecia ("hair loss after surgery"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, procedural pain, genital haemorrhage, urinary incontinence, flatulence and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, flatulence, genital haemorrhage, procedural pain and urinary incontinence to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media ¿ flatulence, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: essure implant and removal date added. Essure was recoded to. On 29-jun-2020: medical record received- lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("pain"), genital haemorrhage ("bleeding"), urinary incontinence ("no control over my bladder") and flatulence ("blechy and gassy"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, procedural pain, genital haemorrhage, urinary incontinence and flatulence outcome was unknown. The reporter considered abdominal pain, flatulence, genital haemorrhage, procedural pain and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ flatulence, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("pain"), genital haemorrhage ("bleeding"), urinary incontinence ("no control over my bladder") and flatulence ("blechy and gassy"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, procedural pain, genital haemorrhage, urinary incontinence and flatulence outcome was unknown. The reporter considered abdominal pain, flatulence, genital haemorrhage, procedural pain and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ flatulence, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event blechy and gassy, abdominal pain were added. New reporter were added. Medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("pain"), genital haemorrhage ("bleeding"), urinary incontinence ("no control over my bladder"), flatulence ("blechy and gassy") and alopecia ("hair loss after surgery"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, procedural pain, genital haemorrhage, urinary incontinence, flatulence and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, flatulence, genital haemorrhage, procedural pain and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ flatulence, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event hair loss after surgery was added. On(B)(6) -2020: no new significant information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pain"), genital haemorrhage ("bleeding") and urinary incontinence ("no control over my bladder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain, genital haemorrhage and urinary incontinence outcome was unknown. The reporter considered genital haemorrhage, medical device removal, procedural pain and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.